Manufacturer narrative:
The calibration and qc data provided did not indicate an instrument issue. The alarm trace did not indicate an instrument issue. No further information was provided by the customer. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low hcg result for one patient sample from the cobas e411 analyzer. The initial result was 0.10 ui/l and the repeat result was 111.5 ui/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 308599. The expiration date was requested but was not provided. Analyzer performance testing was completed.